Event description:
It was reported that the water of the arctic sun device did not cool down. Per sample evaluation results on 19 aug 2024, it was reported that there was no flow through evaporator tube due to failed chiller pump. The flow as measured at bypass and through a calibration test unit (ctu) were both lower than specifications. Tears were found on the tank seals.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. No flow through evaporator tube in decontamination. The chiller pump has failed. Replaced chiller pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.